Event description:
It was reported that the rep called with patient on the line regarding difficulty charging the ins, in that their controller will shut off mid-charge while charging their ins. Patient states the controller screen will go black and she will restart the recharge session and is able to charge. Patient states she leans on the antenna paddle of the recharger. Eventually, she states she has to recharge the controller. Patient states this started a couple of months ago and it was "doing funny things", but she ignored it. Patient states she charged her ins last night to 40% and then after three or four tries, it went to 70% and now is down to 60%. Patient states this is only happening when the recharging antenna is plugged into the controller. Ts sent email to rep to replace the recharger and advised patient to call ps if further assistance is needed. Patient states they do not know who the physician is, as they are establishing care with a new one. The rep called back on the phone with the patient regarding their recharger and controller. Patient states on the call that they received their new recharger today, however when they plugged it into their controller, a piece broke off of the charging port into the controller. Ts sent email to repair to replace the controller and the recharger.

Manufacturer narrative:
Continuation of d10: product ID (B)(4), lot# serial# (B)(6) implanted: explanted: product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: (B)(4), serial/lot #: (B)(6) , ubd: , UDI#: h3: analysis of the rtm (s/n (B)(6) ) revealed a recharge antenna failure. Controller won't power on when rtm is plugged in. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.